Manufacturer narrative:
Date rec¿d by MFR: 11sep2020. Date of report: 29sep2020.

Event description:
It was reported that the ventilator had a noise during operational check testing. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the fan air intake and the device is returned to fully functionality. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 29sep2020. B4: 29sep2020. B3: 11sep2020 updated. H8: usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.